Manufacturer narrative:
The insulin pump had a motor error alarm during the basic occlusion test and was unable to prime during the prime test due to a faulty force sensor resistor. The motor passed the motor test. The device had cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot, and a scratched lcd window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 232 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.